Manufacturer narrative:
Results and conclusions: (dissection). (B)(4).

Event description:
Four endeavor sprint drug eluting stents were implanted during the index procedure; one in the lad and three in the ist om. An angiographic complication of dissection occurred during the index procedure in the 1st om caused by two stents implanted. The event was not assessed for relatedness with the study device.